Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pacing impedances measuring less than 200 ohms. It was noted that impedances have decreased since implant. All other lead values are within range and there were no observations of noise. Technical services recommended to continue to monitor and provided possible causes. This lead is implanted with a non-boston scientific implantable device and remains in service. No adverse patient effects were reported.